Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2012 she activated a new pod and her blood glucose, carbohydrate intake and insulin history for the following days ((B)(6)). The pod was deactivated and she noticed the cannula was bent.